Event description:
This pt was taken to the cardiac cath lab for elective coronary angiography. Medications administered prior to precedure included aspirin (100mg/day) and ticlopidine (200mg/day). The target lesion is described as a concentric, tubular, de novo lesion of the mid left anterior descending artery (lad) with 66% stenosis. This is a heavily calcified, but not tortuous vessel, with no birfurcations or thrombus present. The lesion is 18.4mm in length and the diameter is unknown. Vessel sizing is 1.1. A femoral approach was chosen. Rotoblator was conducted. A cypher 3.0 x 18mm stent was deployed at 16 atms for 31-60 seconds. While inflating the stent, vessel dissection occurred at the distal edge. To treat the dissection a 3.0 x 9.0mm driver bare metal stent (bms) was implanted at the distal edge in overlapping fashion. Timi flow pre-and-post-procedure was 3. Residual stenosis was 3%. Medications administered during the procedure included aspirin (100mf/day), heparin (10,000u), ticlopidine (200mg/day), and isosorbide (15mg/day). There were no EKG changes noted and no complaints of chest pain. The pt was in stable condition. Post-procedural medications included: aspirin (10mg/day) and ticlopidine (200mg/day). Per the procedural physician, this dissection was due to the lack of conformability of the cypher stent. Had it been more flexible, the dissection would not have occurred. There was no product related issue. However, taking into considration the flexibility of the stent, he could not completely eliminate the relationship of the cypher to the dissection.